Event description:
It was reported that the bd insyte¿ autoguard¿ shielded IV catheter had a hole in the catheter. The following information was provided by the initial reporter, translated from spanish to english: patient had difficult venous access who has been multi-punctured. Patient requires new venous access that had been successful; however, the supply is defective and presents a perforation, which was visible only after removing the mandrel.

Manufacturer narrative:
Date of birth: the patient¿s birthday was not provided, (B)(6) 2015 was used based on age of patient. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
H6: investigation summary there was no sample or photo available to bd for evaluation. Therefore, bd was unable to perform a thorough investigation to verify the reported issue. Since, an investigation could not be performed bd was unable to determine a possible root cause. The manufacturing facility has been notified of this incident and the findings. A review of the device history record was performed and no quality issues were found during production.

Event description:
It was reported that the bd insyte¿ autoguard¿ shielded IV catheter had hole in the catheter. The following information was provided by the initial reporter, translated from spanish to english: patient difficult venous access who has been multi-punctured, requires new venous access that had been successful, however the supply is defective and presents a perforation (which was visible only after removing the mandrel).